Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit started to burn.

Manufacturer narrative:
Additional information: g3, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted no sign of a flare occurring at the rear of the unit. The analysis/evaluation of the returned equipment did not identify anything that would have caused or contributed to the reported event of the unit started to burn. It was reported that the unit started to burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of error codes 320 and 322, indicating that monopolar 1 and monopolar 2. The most likely cause could not be established from the information available. Another unreported condition was identified: error codes 305 and 336 were displayed when pressure was applied to the flex ladder cable. The most likely was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted no physical anomalies. Functional testing found no sign of a flare occurring at the rear of the unit. The analysis/evaluation of the returned equipment did not identify anything that would have caused or contributed to the reported event of the unit starting to burn. It was reported that the unit started to burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of error codes 320 and 322 indicating that monopolar 1 and monopolar 2. The most likely cause could not be established from the information available. Another unreported condition was identified: of error codes 305 and 336 were displayed when pressure was applied to the flex ladder cable. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.